Event description:
It was reported that the electrocardiogram connection on the programmer was loose, creating a noisy signal. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the electrocardiogram connector was loose, causing the signal to be noisy and therefore the link electronic module board was replaced and calibrated to resolve. Analysis also found that the system fan was noisy and it was also replaced. Product ID: 229047 software analyzer. (B)(4).